Manufacturer narrative:
Company rep evaluated and rebooted the system. System was safety tested to factory specifications.

Event description:
Customer reported the dpm central station's display had an alarm event stuck on the screen, which may have resulted in loss of telemetry monitoring. No patient injury was reported.